Manufacturer narrative:
The date received by manufacturer has been used for this field.address was not obtained and nd was used based on facility/area code.e4. The initial reporter also notified the FDA on 22 april, 2022. Medwatch report # mw5109577.h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ short pen needles 31g x 8mm that needles were defective and unable to use. Had to use an additional pen needle. The following information was provided by the initial reporter: patient stated one of the pen needles were defected and unable to use. Pt stated she needs an additional needle.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported while using bd ultra-fine¿ short pen needles 31g x 8mm that needles were defective and unable to use. Had to use an additional pen needle. The following information was provided by the initial reporter: patient stated one of the pen needles were defected and unable to use. Pt stated she needs an additional needle.